Event description:
Customer reported that two individuals were positive using the cue covid-19 test and then had negative results using the cue covid-19 tests with reader sn (B)(4). Both individuals were vaccinated and asymptomatic. Individual #1 was positive on cue on (B)(6) 2021, then negative on cue on december 25th, 26th and 27th. They also got a negative antigen result on (B)(6) 2022. Individual #2 was positive on cue on (B)(6) 2021 and negative on cue on (B)(6) 2022.

Manufacturer narrative:
Update to h10: response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Cartridge sn (B)(6): a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. Cartridge sn (B)(6): a technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results.